Manufacturer narrative:
The device used during the reported event is not available for evaluation. The device was discarded by the hospital therefore we are unable to confirm the reported failure. The source of the particle cannot be determined. The lot/device manufacturing records were reviewed and found to be acceptable.

Event description:
A report received from a user facility in the (B)(6) stated that small white particles are seen inside the clear pouch of the premium phaco pack. The particles are presumably transferred onto the needle. One of the surgeons described the particle as a tiny piece of matte white material that looks like melted sponge coming out of the needle tip into the patient's eye. In one case the particle was removed with forceps and sent to the hospital lab for analysis. The results indicated that the particle was made of plastic. There was no patient injury reported.